Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had motor error. The customer¿s blood glucose level was over 400 mg/dl. Customer's other blood glucose was 351 mg/dl. Customer was given manual injection. Customer stated insulin pump was not exposed to a high magnetic field. Drive support cap was normal. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed displacement test and it was passed. Insulin pump had no delivery alarm. Infusion set cannula was bent. Customer advised to pull the current site out and cannula was straight. The insulin pump will not be returned for analysis.